Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was intermittently going in and out of service mode by itself and alarming.  Additionally, the devices buttons were non-responsive when pressed and in order to power the device off, it had to be unplugged from ac power and have the battery removed.  As a result of the reported issue the device may not be able to provide defibrillation, if it were necessary.  There was no patient use associated with the reported event.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
Physio-control further examined the customer's device and was able to duplicate the reported issue. Physio determined the cause for the reported issue was due to the power supply assembly. The customer received a replacement device.